Event description:
Customer called to report the buttons on the insulin pump had been unresponsive. Blood glucose reading was 136 mg/dl. The customer stated she had to push some buttons up to 6 times before it would respond. Troubleshooting was performed. A small crack was found in the right hand corner on the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to moisture damage on keypad traces. Insulin pump received with cracked case on display window corner, cracked reservoir tube lip, broken belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.